Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device is not passing calibration. Which calibration is unknown. There was no reported patient involvement.